Event description:
Patient presented to the physician with the sensing lead eroded through the skin at the chest incision site. Physician brought the patient into the or, explanted the ipg, capped both leads, and closed. Postoperative antibiotics were prescribed.